Event description:
Boston scientific received information that during the attempted implant of this left ventricular (lv) lead, the lead was able to be successfully placed in the coronary vein. When the physician tried to cut this catheter to remove it from the patient, it was difficult to cut and additional force was applied. As a result, the lv lead became damaged and the pacing impedance measurements were above 2,000 ohms. This lv lead was extracted and discarded. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.